Event description:
Caller reported cgm error 42 related to their sensor. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and assisted the caller through the process, resulting in the successful start of their sensor session without the error code reappearing.